Event description:
The facility reported a pump with failure code 812:02. This problem was identified during patient use during an infusion and therefore the infusion was stopped. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 which stopped the device from infusing on channel b during patient use was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.